Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed a noise, and no image from the device. The bending section cover was defective and chipped. The light guide connector peeled, and the video connector was cracked. Additionally, there were scratches on the video cable, connector, light guide connector, universal cord, the upward plate and the right left plate due to external factor. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the visera laparo-thoraco videoscope had air leakage. Upon inspection and testing of the returned device, it was observed that the device had an image issue with horizontal stripe and grid noise. The device would not recognize, breakage of the electronic board. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to have occurred due to the defect of the image sensor unit or failure of the internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.